Event description:
Customer reported she was having issues with inaccurate sensor readings. Customer's blood glucose was 500 mg/dl and sensor reading was 60 mg/dl. Customer calibrates the sensor 4 to 5 times a day. Sensor is inserted in the stomach and inserted with the serter. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.